Event description:
It was reported initially that the distal cover on the duodenovideoscope fell off inside the patient during an endoscopic retrograde cholangiopancreatography (ercp) and was not retrieved. It was reported that the physician was not worried about the distal cover inside of the patient, as that it was expected that the cover would pass naturally. It was initially stated the procedure was cancelled; however, additional information was obtained that the physician did go back into the patient with another scope to check for the cover, but it was not found. Due to the re-scoping the procedure and anesthesia were delayed for 5 minutes, but the procedure was fully completed. It was reported that the cover had been secured prior to the procedure start. There were no additional interventions; the patient was discharged as an outpatient that same day.